Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting really hot. It was also reported that the pdm battery will drain fast.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported the device is getting really hot and the battery is not holding charge. A battery was returned with the device and powered on with no issues using the returned battery. No damages or defects were observed to the battery or to the battery compartment. Upon powering on, the device loaded up the initialization set up, indicating the device was reset. Due to the device being reset, no relevant data is available. A battery life test was performed by charging the pdm to 100% and pairing with a pod to simulate typical patient use. During the battery life test, the battery level was observed to decrease from 83% to 15% in approximately 90 minutes. The battery was confirmed to not hold charge for 48 hours per the design specifications, but the exact cause of the inability to hold charge could not be conclusively determined. The device was not observed to heat up while charging. Inspection of the log files for the battery life test did not show any signs of the device overheating. The lcd screen was observed to be damaged. The timing and cause of this damage is unknown. Although the screen was damaged, the touch screen functionality was not affected.